Manufacturer narrative:
Patient information: no specific patient information was provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a falsely depressed potassium result on the architect c16000 analyzer. The customer indicated the sample generated an initial result of 1.0 mmol/l and repeat on a second analyzer generated 4.3 mmol/l. The analyzer was inspected and found the cuvette washer was overflowing and the nozzels were dripping. No impact to patient management or user safety was reported.

Manufacturer narrative:
The abbott field service representative (fsr) determined the high concentration peristaltic pump tubing was leaking. The tubing, peristaltic head (rohs), part number 7-35009685-01 was replaced and determined to be the likely cause for the leaking cuvette wash nozzles and the discrepant results associated with this issue. There were no additional discrepant results reported on (B)(4) after this tubing was replaced. No adverse trend was identified for the customer issue. A 12 month similar complaint review found 4 additional discrepant result complaints with replacement of part 7-35009685-01. The replaced part 7-35009685-01 is used for architect c4000, c8000, and c16000 systems and the part census included 8387 analyzers. Labeling was reviewed and found to be adequate. The service and support manual provides adequate information, inspection, maintenance, and component replacement procedures concerning erratic or discrepant results. Including, but not limited to, the actions performed by the abbott fsr (and replacement of the peristaltic head tubing). Device history review found the replaced part 7-35009685-01 requires the end fitting be aligned in a specific way to allow for correct installation on the instrument. It was determined there were no instructions for the part supplier (diba) to correctly align these fittings in manufacturing. However, it was unknown if tubing associated with this customer issue was incorrectly assembled. The assembly issue was identified as a deficiency of this part.

Manufacturer narrative:
Expanded internal testing was conducted on peristaltic head tubing (pht (7-35009685-01)) of different twist angles over a period of six-month simulated testing. Testing neither demonstrated increased wear or damage to the tubing, nor difficulty in creating a vacuum leading to aspiration issues. Within-run precision and carryover testing on multiple assays was within acceptable limits. Testing did not demonstrate impact to results or rupture of tubing leading to leaking for all twisted tubing angles. Therefore, the expanded investigation concludes the pht connector mis-alignment was not causative to this event. The expanded investigation also found no hazard is expected to occur due to a misalignment of the peristaltic head tubing connectors and there's no potential impact for biohazard, electrical, physical or chemical exposure. Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The issue was resolved by replacing the peristaltic head tubing (part number 7-35009685-01).